Event description:
Customer reported while giving herself a bolus yesterday through the meter to pump where the bolus was counting down, customer believes it cut off before giving her the full bolus amount. Customer was alleging the pump was not correctly giving the right amount of insulin. Customer stated she was able to self-treat elevated reading by giving a self- bolus. Customer realized time/date was not set correctly; assisted with correcting time/date on both meter/pump. On call back customer is still concerned about bolus being partially delivered and alleges that incorrect bolus delivery is what was behind her elevated readings; not incorrect time/date settings. Customer alleges the pump does not respond to a bolus programming or complete a bolus correctly. Customer declined to return the system; wants to continue to use the system and see if the issue occurs again. No adverse event reported. Requested return of the alleged pump and accessories for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Customer declined to return device.